Event description:
It was reported that the right ventricular lead had unreliable sensing, low impedance, extracardiac stimulation, and a possible insulation fracture/insulation breach. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.